Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc). Boston scientific technical services (ts) was consulted and further evaluation of the patient was recommended. No adverse patient effects were reported. At this time, this lead remains in service.